Manufacturer narrative:
(B)(4). Additional information: the device was manufactured july 21, 2015 - july 22, 2015. The device was received for evaluation with approximately 50ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by removing the device¿s luer cap. After the luer cap was removed, normal flow was observed from the device. Functional flow rate testing was performed and revealed that the device¿s flow rate was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped flowing. This occurred during patient infusion of an unspecified solution, after 48 hours had passed. The volume remaining within the device was not specified. Flow was verified before patient connection, and the baxter-recommended filling procedure was used. There was no patient injury or medical intervention associated with this event. No additional information is available.